Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a black ring was detached from the cartridge shroud. Customer's blood glucose level was approximately 100 mg/dl. Customer noticed damage prior to using the cartridge.